Manufacturer narrative:
Evaluation of the system found no problem as the system passed all tests. After observation for several hours the issue did not reoccur. No remedial, corrective, preventive or field safety corrective action is required. Review of device history record, trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in taiwan reported that the system shutdown during the procedure. There was no reported patient impact.

Manufacturer narrative:
The device history records, trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.